Event description:
(B)(4). Had essure in (B)(6) 2013. Immediately experienced abdominal cramping/sharp pains and continue to periodically get them on both left and right side. My first hsg confirmed correct placement and blockage of left tube but right coil had come part way out and was not blocking tube. My second hsg, done (B)(6) 2015 confirmed both coils were in an unknown area, one possibly in my colon. Both tubes no longer blocked. Side effects since insertion include; breast tenderness, lower back pain, spotting, bowel issues, foggy thoughts, dizziness, nausea, lack of appetite, mood swings, every day head pain/headaches/migraines with vomiting, pelvic pressure, colon pressure, frequent urination, abdominal spasms, skin irritation, fatigue, vaginal discharge/odor, bloating, sharp pain in legs, vaginal itching/skin thinning, tingling in hands/fingers.